Manufacturer narrative:
A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty touch screen. The touch screen was replaced to resolve the reported issue and subsequent functional verification testing was completed without further malfunction. The unit was returned to service. Evaluation of requested and received pictures confirmed the reported issue and as root cause wear could be determined. This report was originally submitted on september 6, 2018. However, due to an issue with the certificate the submission failed and is now being resubmitted.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 double head pump became intermitted unresponsive. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.